Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: a result in the 300's mg/dl and a result of either 75 mg/dl or 80 mg/dl. The customer could not recall the exact values.